Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was erroneous results and foreign matter in the tube(s) biological and non-biological. The erroneous results event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two cases with abnormally low values of five thyroid function tests, and the serum height was normal after high-speed centrifuge retest, but there were white flaky foreign bodies at the bottom.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for gel oil globules was observed. However, the indicated failure mode for erroneous was not observed in the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for erroneous results and oil gel globules was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results/foreign matter/oil gel globules) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel oil globules based on photos only. This complaint has not been confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was erroneous results and oil gel globules. The erroneous results event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two cases with abnormally low values of five thyroid function tests, and the serum height was normal after high-speed centrifuge retest, but there were white flaky foreign bodies at the bottom.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tubes there was erroneous results and oil gel globules. The erroneous results event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two cases with abnormally low values of five thyroid function tests, and the serum height was normal after high-speed centrifuge retest, but there were white flaky foreign bodies at the bottom. Imdrf annex a grid: corrected from a180104 to a0302.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was erroneous results and oil gel globules. The erroneous results event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two cases with abnormally low values of five thyroid function tests, and the serum height was normal after high-speed centrifuge retest, but there were white flaky foreign bodies at the bottom.